Event description:
It was reported that patient underwent right partial knee arthroplasty on (B)(6) 2010 and experienced the onset of subsequent pain. Radiographs taken revealed that the marker on the tibial bearing had moved anteriorly and a revision procedure to remove and replace the bearing was performed on (B)(6) 2011. The patient later encountered pain and swelling and was revised to a total knee on (B)(6) 2011.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." "Persistent pain." Evaluation of the returned component revealed an indentation/marking on the bottom side of the bearing, which matches the shape of the tibial tray. Evidence suggests that the bearing routinely traveled past the posterior edge of the tibial tray. The location wear on the bearing indicates excessive overhang of the bearing to the tray. This report is number 2 of 4 mdrs filed for the same patient / event(s) (reference 1825034-2011-00911 / 00914). (B)(4).